Manufacturer narrative:
Operative notes were requested; however, none were provided. Relevant medical history and adherence to the rehabilitation protocol are unknown. No devices or photos were received; therefore, the condition of the component is unknown. The part and lot numbers of the product are unknown; therefore, the device history records could not be reviewed. The product was used for treatment. The complaint history for this product could not be reviewed due to the lack of lot numbers. It could not be confirmed if the devices used are an approved and compatible combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc4127741/ (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that four patients have intermittent squeaking.